Event description:
It was reported that the day following implant of the left ventricular (lv) lead, the threshold was elevated and it was suspected the lv lead may have migrated forward a little. It was noted a lead revision may be performed, however, the lead was turned off. The following day, an acceptable configuration was found with reprogramming and the lead was turned back on. At the one-week post-implant check, the lv lead threshold value was higher than the previous value observed, so the pacing configuration was reprogrammed and a lower threshold was obtained. The lv lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lv threshold trending showed great fluctuation.